Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.